Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The test strips and control solution involved in the event were not returned. Therefore, an in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g44, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer called ascensia customer service to seek help performing control test while using the contour net one meter. The customer ran three control tests and obtained readings of 214 mg/dl, 248 mg/dl and 196 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.